Event description:
Defective packaging leaves a hole in foley catheter. Protective sleeve is not drawn up to the foley hub, so that during the manufacturer sterilization process, foley catheter is exposed, comes in contact with plastic tubing, and melts onto tubing. Once removed from packaging, foley has a tear/ hole in it. This is third defective foley (with same issue) in 2 days.